Event description:
A 5 fr. Power groshong 45cm that fractured in the pt - 40cm of catheter traveled and lodged into the pt's pulmonary artery. Ir retrieved the migrated catheter.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.